Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the batteries failed the runtime test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced the batteries to resolve same. The stm reported that the unit would take about 40 seconds to raise pressure to 390 mmhg +- 10 when attempting to calibrate pressure regulator. The compressor output test raised rpm no higher than approximately 900. In addition, when the stm dismounted the console from the hospital cart, a leak coming from the pressure/vacuum reservoir area was identified. The console cover was removed, and the stm realized that the pressure hose was pierced, thus allowing air out. The stm then replaced the broken pressure hose. Subsequently, the stm reported that the pressure raised immediately to 390 mmhg +- 10 after the pressure regulator was calibrated. The compressor output test was at approximately 1600 rpm post hose replacement. Furthermore, the stm observed that the back cover was slightly bent, however, the stm stated that it was operational. When the service was completed, the unit then was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical service. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) that during preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the batteries failed the runtime test. There was no patient involvement, and no adverse event was reported.